Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned- defect found on returned meter - unknown error: e-7. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call on 24-feb-2026 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.

Event description:
Consumer believes meter has been used (possible tampering) due to results in meter memory that do not belong to the customer. The customer stated he hasn't used the meter- he just received it yesterday at walgreens. When trying to pair notice the meter he noticed it already contained results. Customer stated the box came sealed (like it came from the factory) and everything was sealed in the box. Customer was advised to discontinue use of the meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result. The test strip lot manufacturer¿s expiration date is 07/29/2027 and per the customer the open vial date is undisclosed. The meter memory was reviewed for previous test result history: customer provided the result of: result: 94mg/dl date: (B)(6) time: 8p. Result: 224mg/dl date: (B)(6) time: unsure.